Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination found the stent to crimped in the correct position on the device. The stent was noted to be damaged in the centre. No other issues were noted with the stent. A visual examination identified the balloon had not been subjected to positive pressure. A visual examination identified no issues with the balloon material. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified no damage or any issues to the shaft of the device.

Event description:
Reportable based on device analysis completed on 20-dec-2023. It was reported that crossing difficulties were encountered. The target lesion was located in the common iliac artery. An express ld vascular stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a stent damage.